Event description:
The customer reported when the ventilator was turned on it and plugged into ac power, it alarmed with nothing displayed on the monitor and the fan was cycling on and off. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the battery, power supply and cpu, power management and motor controller pcb boards to correct the reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
The second pm board and the second mc board was installed into the fi test vent. These boards were allowed to run for an extended period to verify continuous operation. The customer complaint was caused by the loss of the 12 volt signal on the pm board. Replacement of components on the pm board corrected the problem. The customer returned cpu pcba, it was tested and no failures were identified. The customer returned mc board, it was tested and no failures were identified. The second pm board was tested and no failures were identified. The second mc board was tested and no failures were identified.

Manufacturer narrative:
Updated .